Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the us connector body fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the control body corroded, the forward body frame corroded, the receptacle corroded, the us connector body corroded, the lg cable connector corroded, the shield cover corroded, the root brace rubber cut, the remote control button(1) transformer breakdown, the remote control button(3) transformer breakdown, and the remote control button(4) transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout )